Event description:
During an in-clinic follow-up, a drop in battery longevity was observed on the device. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery/device at elective replacement level was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Data trend indicates the device remained above elective replacement level during the implanted period. Additionally, battery assessment at various pulse amplitude measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.